Manufacturer narrative:
Two devices were returned and evaluated. The evaluation results are as follows: two devices were received and evaluated forthe complaint regardingthe needle button released event. All devices were received with the needle released button activated in the depressed position (step 2 of 2) the reported complaint could not be confirmed for these devices.

Event description:
The patient reported that the needle button popped out on 3 v-go devices. The patient indicated that the events occurred yesterday and today. The patient stated that one of the times, this happened after she sneezed. The patient confirmed that she did not push the needle release button by error. The patient stated that she thinks that maybe because she has a large stomach and that when she moves, this might have to do with the needle button popped out. Patient wears the v-go above her pants on her abdomen.